Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as spinal pain and non-malignant pain. The patient's pertinent medical history included autoimmune disease. It was reported the catheter was exposed through the patient's skin. The patient had a pump implanted in the right abdomen. During her routine refill on the morning of (B)(6) 2016, the hcp noticed part of the catheter was exposed through her skin near her pump implant site. The hcp referred her back to another doctor for a consult to have the pump and catheter explanted. No troubleshooting was performed or needed. The issue was not resolved at the time of this report. The patient status at the time of this report was 'alive -no injury.' It was later reported the cause of the exposed catheter was determined by the doctor to be rejection of the implant by the patient's body and autoimmune disease. The patient had a full explant of all components. The patient was doing well. If additional information is received, a follow-up report will be sent.